Manufacturer narrative:
The customer¿s report of the pump module turning off without an error or alarm was not confirmed. However, it was confirmed that the pump module experienced a power loss, leading to a channel disconnect on (B)(6) 2018 at 12:15 am. The pcu event logs showed several occurrences of the pump module being removed and added onto the system between 1:31 am and 6:45 pm following the channel disconnect, indicative of an iui connector failure. Functional testing resulted in the pump immediately failing with a channels disconnected/ power loss event. Visual inspection of the pcu showed a substantial amount of contamination, consisting of green deposits on several female iui connector pins. The iui connector had a date code of jun 2010 making it proximately 8 years old at the time of failure. The probable cause of the pump module shutting down with no alarms was contamination on the pcu female iui connector pin 3, resulting in a power loss. The root cause of the contamination was not definitely determined.

Event description:
The customer reported that the pump module turned off without error or alarms. There was no report of patient harm.

Manufacturer narrative:
H6, conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of the pump module turning off without an error or alarm was not confirmed. However, it was confirmed that the pump module experienced a power loss, leading to a channel disconnect on 03 mar 2018 at 12:15 am. The pcu event logs showed several occurrences of the pump module being removed and added onto the system between 1:31 am and 6:45 pm following the channel disconnect, indicative of an iui connector failure. Functional testing resulted in the pump immediately failing with a channels disconnected/ power loss event. Visual inspection of the pcu showed a substantial amount of contamination, consisting of green deposits on several female iui connector pins. The iui connector had a date code of jun 2010 making it proximately 8 years old at the time of failure. The probable cause of the pump module shutting down with no alarms was contamination on the pcu female iui connector pin 3, resulting in a power loss. The root cause of the contamination was not definitely determined.

Event description:
The customer reported that the pump module turned off without error or alarms. There was no report of patient harm.